Manufacturer narrative:
The electronic log file and the replaced motor were available for investigation. The reported ventilator failure could be reconstructed by means of the information stored in the log file. During the case in question the apollo detected a deviation between the measured and the expected position of the ventilator piston. The device reacted in accordance with its implemented safety concept as it interrupted automatic ventilation, switched to man/spont mode and generated a corresponding audible and visible ventilator fail alarm. In such case both manual ventilation and monitoring functions will remain unaffected and available. Hence the user is able to ventilate the patient manually and monitor relevant information regarding ventilation and gas delivery. Further investigation of the returned ventilator motor revealed an excessive amount of oil on the spindle and the encoder disc of the motor assembly. This oil was temporarily used during the manufacturing process. Despite the fact that the motor assembly operated properly without any restrictions during an additional long term functional test, it was concluded that the oil temporarily disturbed the optical detection of the motor position. Replacement of the motor assembly has fixed the problem. Only two comparable cases have been reported to draeger by now. This number is within the expected range of the respective risk assessment and thus accepted.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported during a case that there was a ventilator error message. Only man/spont ventilation could be used. The ventilator assembly needed to be replaced. No patient injury reported.